Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the during the catheter exchange upon removal, the tip of the catheter had split (jagged edge split). In the xray it showed a reverse hockey stick type image.